Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted, not implanted. After the physician connected the lead to the device, they were unable to get right ventricular (rv) impedance. The physician loosened the set screw to remove the lead, checked the pin and reinserted, but could not get lead all the way in and could not turn the set screw after multiple attempts. A new device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet and the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.